Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Low bg cause was not known. The customer did not provide how they addressed the low bg. While the customer was on the phone with tandem clinical support (clss), their speech was slow and slurred, and they had difficulty concentrating and clss contacted emergency services (ems). The customer then declined assistance from clss and ems regarding the issue. No additional patient or event information was available.